Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber was forward firing. The procedure was completed after replacing the fiber. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. The connector was in good condition. The fiber passed the saline functional test. Upon microscope inspection it was identified that the fiber tip exhibited a distal circumferential fracture. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported forwarding firing. The observed distal circumferential fracture is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the distal circumferential fracture at the glass cap. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber was forward firing. The procedure was completed after replacing the fiber. There were no patient complications reported.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber was forward firing. The procedure was completed after replacing the fiber. There were no patient complications reported.